Event description:
The biomedical engineer reported that the impella automated impella controller had a black screen and nothing else was showing. There was no patient involvement.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. D2 common device name revised on manufacturer device report in accordance with updated procedures. G1. Reporting contact email revised on manufacturer device report in accordance with updated procedures. H6. Investigation conclusions revised on manufacturer device report in accordance with updated procedures. H10. Additional manufacture narrative revised on manufacturer device report in accordance with updated procedures.